Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During evaluation a crease was observed on the anterior and extending to posterior aspect. A rent was also discovered within the crease on the posterior aspect. No other anomalies were discovered. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet (B)(4)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right breast implant saline mentor smooth round moderate profile 275cc, lot number 240989, catalog number 3501640. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 275cc saline breast implants which the left side deflated after implantation. Patient is scheduled for the removal on (B)(6) 2018.

Manufacturer narrative:
On 6/8/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the patient underwent bilateral removal and replacement on left with catalog number 3503501bc, serial number (B)(4), lot number 7511554 and right implant replaced with 3503501bc, serial number (B)(4), lot number 7486201. Manufacturer¿s reference number: (B)(4).